Event description:
It was reported that the insulin pump had a crack near the battery compartment of the insulin pump. The blood glucose reading was 212 mg/dl. The customer's wife stated that she did not know the how the crack occurred and that the damage would not allow proper change of the battery. She noted that the insulin pump kept alarming failed battery test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with failed battery test alarm after a battery change due to a corroded battery tube. The device also had cracked battery tube threads, a cracked reservoir tube lip, cracked display window corner and a minor scratched lcd window.